Manufacturer narrative:
The devices were not returned to olympus for evaluation and serial numbers were not provided. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. The risks of ercp include complications such as the following: pancreatitis (inflammation of the pancreas), infection of the bile ducts or gallbladder, excessive bleeding, called hemorrhage, an abnormal reaction to the sedative, including respiratory or cardiac problems, perforation in the bile or pancreatic ducts, or in the duodenum. This event has been reported by the importer on MDR# (B)(4).

Event description:
It was reported olympus medical systems corp. (Omsc) received literature titled "technical evaluation of duodenoscope performance using a newly developed assessment tool". The study aimed to assess the reliability of newly designed assessment tool to measure the technical performance of duodenoscopes. The duodenoscope assessment tool (dat) evaluated the performance of conventional reusable duodenoscopes (tjf 180, olympus america) in 745 patients who underwent endoscopic retrograde cholangiopancreatographys (ercps) at 7 tertiary medical centers over a 6-month period. The median number of cannulation attempt was 1 (interquartile range 1-4) with overall cannulation rate of 98.1%. Adverse events included: bleeding in 17 patients; perforation in 3 patients; acute pancreatitis in 18 patients; infection in 3 patients. The study concluded the newly developed dat represents a reliable measure of the performance of a duodenoscope in patients undergoing ercp. Dat will potentially enable the objective comparison of duodenoscope performances and provide a framework for technical evaluation of other types of endoscopes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s investigation. To date, no device has been returned to olympus for evaluation and since no specific serial number was reported no DHR review was performed. However, further review of the report there had been no report of malfunction on the olympus device and therefore, olympus still cannot determine the connection between the device and the reported adverse events. The legal manufacture indicated that the most likely cause of the patients¿ adverse outcome is due to other contributing factors other than the subject device. Olympus will continue to monitor and trend this report, in the event new information becomes available this report will be updated accordingly.